Event description:
It was reported that this pacemaker went into safety mode. The patient experienced an asystole due to oversensing of noisy signals and pacing inhibition. The patient required resuscitation and a temporary pacemaker. The device was explanted and replaced. The device was disposed of and is not expected to be returned for analysis. No additional adverse patient effects were reported.